Manufacturer narrative:
(B)(4): the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis complete.

Event description:
It was reported that, during implant surgery, the physical tip of the lead's electrode appeared "bulbous" and out of alignment. The lead was not used in the pt and a new lead was used without further issue reported. There was no injury to the pt and the pt recovered without sequela.